Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) clinical study. It was reported that the patient died. In (B)(6) 2013, clinical status assessment indicated that the patient's qualifying condition was stable angina. Prior to procedure, the patient was found to have evidences indicative of ischemia and the patient was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the 1st obtuse marginal (om) branch with 90% stenosis and was 15mm long with a reference vessel diameter of 3.00mm. The target lesion was treated with pre-dilatation and placement of a 3.00 x 12mm study stent followed by post dilation and the residual stenosis was found to be 5%. On the next day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2018, the patient died. The cause of death has been reported as sudden death.

Manufacturer narrative:
Device is a combination product.

Event description:
Evolve ii clinical study: it was reported that the patient died. In (B)(6) 2013, clinical status assessment indicated that the patient's qualifying condition was stable angina. Prior to procedure, the patient was found to have evidences indicative of ischemia and the patient was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the 1st obtuse marginal (om) branch with 90% stenosis and was 15mm long with a reference vessel diameter of 3.00mm. The target lesion was treated with pre-dilatation and placement of a 3.00 x 12mm study stent followed by post dilation and the residual stenosis was found to be 5%. On the next day, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2018, the patient died. The cause of death has been reported as sudden death. It was further reported that in (B)(6) 2018, the patient suddenly felt sick and collapsed. The cause of death was unknown.